Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017 the right ventricular (rv) lead exhibited low and unstable impedance and remained in use. It was also reported in (B)(6) 2017 the rv lead exhibited elevated threshold values, and was explanted. No patient complications have been reported as a result of this event.